Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels ever since she started taking prednisone, after being hospitalized for a severe respiratory infection. The customer's blood glucose levels were too high for the glucose meter to detect. Offered to call the paramedics for her, but she stated that she would call them herself. Called the customer to follow up with her, and the paramedics were on their way to her home. Nothing further was reported.